Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken molded insulator. Visual inspection was performed and the instrument was observed to have a broken upper molded insulator on the grip tips, with fragments of the upper molded insulator observed to be detached. The broken piece measures approximately 1.3mm x 6.8mm and was not returned with the instrument. There was no external damage to the shaft, housing, and snake wrist cables. Each input disk was manually articulated and responded accordingly. The release buttons were functional. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing, the sp maryland bipolar forceps instrument was broken in the joint, and the plastic part of the joint fell off during the return process. There was no report of patient involvement or patient injury.